Manufacturer narrative:
Product complaint # (B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Mentor manufacturer's report numbers: 1645337-2020-06020, 1645337-2020-06024. Are related to the same incident.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿prepectoral breast reconstruction with complete implant coverage using double-crossed acellular dermal matrixs¿. 3 patients with breast cancer who underwent skin-sparing or nipple-sparing mastectomy followed by immediate prepectoral implant-breast reconstruction experienced early onset seroma. Objects: to clarify the usefulness of an implant covering technique using two double-crossed adms. Methods: we retrospectively evaluated the records of 23 breast cancer patients who, between february 2017 and march 2018, received skin-sparing or nipple-sparing mastectomy followed by immediate prepectoral implant-breast reconstruction.